Event description:
Procedure type: unk. According to the reporter: the client reports that no clips are coming out of the instrument. There was no ill-effect to patient. Applied another device. Operating room time was extended longer than 30 minutes, no additional blood loss/tissue damage. No other information is available.